Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional proglide referenced is filed under a separate medwatch report number. Evaluation summary: visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed as a suture break/suture retrieval issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with two proglide devices, using a pre-close technique, via an 8f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, no suture was present when the proglide plunger was removed from both proglide devices. The sheath was upsized to 10f, 14f then 16f and the aaa procedure was completed. Hemostasis was achieved using manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.